Event description:
Attorney alleges the patient has suffered physical injury, including but not limited to repeated and unnecessary high-voltage shocks of electricity through the chest, as well as an unacceptable increase in the risk of fracture, resulting in further injury and possible death. The patient "suffered physical and other injuries as a result of the recalled lead". As a result of the defective sprint fidelis lead wire system, the patient has suffered physical and emotional injuries, including but not necessarily limited to death, emergency and additional surgeries to remove or replace the defective leads, unnecessary shocking, additional medical monitoring, and various physical manifestations or extreme emotional distress. It is further alleged that the patient had "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Further alleged the patient "suffered bodily injury, and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of enjoyment of life, shortened life expectancy." Review of manufacturer's database verified patient death. No allegation from a healthcare professional that the death was device related. Cause of death researched and not received.